Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 80-90% stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During withdrawal the catheter and guidewire were stuck so there was no way to continue imaging. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.